Manufacturer narrative:
Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the case of the insulin of the insulin pump. The customer stated that the insulin pump was not bumped or dropped. The customer stated that there was a crack at the edge of the display. The drive support cap of the insulin pump did not appear to be damaged. The customer was unaware of how the damage occurred. Advised a replacement insulin pump would be sent. Advised customer to return the insulin pump for analysis. Nothing further reported.